Manufacturer narrative:
The customer¿s report of a leak on two sides of the filter disc was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under magnification observed that the set¿s 0.2 micron ped had a crack along the filter¿s side weld line between the upper and lower housing on the filter¿s input and outlet port sides. No tool or stress marks were observed on the filter component. No other abnormalities were observed. Functional testing confirmed leaking between the filter¿s side weld line between the upper and lower housing on the filter¿s input and output port sides. The cause of the leaking was a crack along the filter component¿s side weld line between the upper and lower housing on the filter¿s input and output port sides. The root cause of the crack was not identified. The device history record for microbore extension set model mz9226 lot unknown could not be conducted because the lot information was not provided.

Event description:
It was reported that a streak of blood was noted on the tubing, which cleared after 5ml of flush was administered to keep the tubing open (tko) and no leaking was noted at the connections. However, fluid was found on the bed a leak was identified on two sides of the filter disc.

Event description:
It was reported that a streak of blood was noted on the tubing, which cleared after 5ml of flush was administered to keep the tubing open (tko) and no leaking was noted at the connections. However, fluid was found on the bed a leak was identified on two sides of the filter disc.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A filtered extension set was returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.